Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil through a lantern delivery microcatheter (lantern); therefore, the ruby coil was retracted. Upon retraction, the ruby coil began to unravel; however, the physician was able to remove all of the coil by retracting the pusher wire. The physician removed and flushed the lantern, and then completed the procedure using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed that the sr wire was fractured. This type of damage likely occurred due to forceful retraction against resistance. The ruby coil¿s embolization coil and the lantern mentioned in the complaint were not returned for evaluation. The root cause of the reported resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.